Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The dislodgement was noticed visually through fluoroscopy. A new ra lead was implanted. No additional adverse patient effects were reported. Device is not expected to return at this time.